Event description:
Customer called lfs in 2002 alleging that meter was prompting redo check and not enough blood messages. Customer felt that because customer was unable to test on the meter, it caused customer to pass out. The previous day 911 was called due to customer "passing out". Customer received medical care from the ambulance (unknown treatment). Emt meter read 15 mg/dl. Customer was not taken to the ER. Unable to contact the customer to obtain more information. Attempted contact twice. Also sending letter. No further information has been provided.